Event description:
A home pt contacted baxter's technical service center for assistance. The home pt stated he was connected during the priming cycle. Baxter's technical service center instructed the pt to dispose the set-up and start over with new supplies. No pt injury or medical intervention was indicated at the time of the initial report.